Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which determined that the device was heating up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be indicative of extreme force to the locking mechanisms, which is misuse, abuse and/or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation, it was observed that the motor device had heat. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.